Event description:
I inserted an IV into the patient's left hand. It appeared to be a successful stick so I secured the hub of the IV catheter and attached the flush. I checked and saw good blood return, but when I flushed the IV I noticed fluid and blood leaking at the insertion site coming from a tiny hole in the catheter where it attached to the pink hub. I had to remove the catheter from the patient and stick the patient again. In this case the patient had been stuck several times and this would have been a success had the IV catheter not been a defect.patient sustained no injuries as a result of the defective IV catheter